Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 153mg/dl. The customer stated that the buttons also would stop working when he gets the alarm from his sensor. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive button and received button error alarm due to flattened dome on b button. The device was returned with protruded/loose drive support disk.